Event description:
The device did not fail while supporting a pt. Malfunction report only.

Manufacturer narrative:
Device was returned to impact with the report that the device battery was swollen and that the device would work only on external power. The unit was tested upon receipt and the reported issues were confirmed. The device battery was found to be swollen and to be compromised (not able to store a charge). The root cause of the swollen/compromised battery was found to be due to overcharge which is related to the both the device design and continuous charging by the end user. A corrective action for these issues is being developed by impact at this time. The battery was replaced and device performance testing was conducted. The unit was returned to the end user after it tested within specification.